Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the large volume pump module was running an infusion. Once completed, there was air in the line that was able to make it all the way through the pump module to a y-site connection prior to keep vein open rate kicking in and alarming. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the large volume pump module was running an infusion. Once completed, there was air in the line that was able to make it all the way through the pump module to a y-site connection prior to keep vein open rate kicking in and alarming. There was patient involvement but no harm.

Event description:
It was reported that the large volume pump module was running an infusion. Once completed, there was air in the line that was able to make it all the way through the pump module to a y-site connection prior to keep vein open rate kicking in and alarming. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.